Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events reported for the manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Left hip revision due to peri-prosthetic fracture on medial side. Liner remained implanted.

Event description:
Left hip revision due to peri-prosthetic fracture on medial side. Liner remained implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.